Event description:
Information was received that during bench testing of this smiths medical cadd solis hpca pump, the pump failed accuracy testing. It was reported that there was no patient involvement.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis to investigate the over infusion claim. Three separate delivery accuracy tests and visual inspection were performed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. All the tests were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.